Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. Customer isolated the leak between the machine pressure port on the gas outlet port and the machine pressure transducer on the data acquisition (da) printed circuit board (pcb). Tech support suggested swapping the machine and proximal pressure tubing for troubleshooting. Tech support also suggested checking the grommet on the machine pressure transducer on the da pcb. Provided part number for the da pcb. Customer replaced the da pcb and unit still leaks down. Technical support discussed possible flow sensor assy. Customer states they replaced the gas delivery system (gds) and the problem is resolved. Customer states they replaced the gds and the problem is resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.

Event description:
Caller reports during preventative maintenance (pm) performance verification test (pvt) failed the system leak test. There was no patient involvement.